Event description:
It was reported that there have been multiple occurrences of 533;320:717:0000 failure alarm states. The alarm condition will result in an audible alarm and will stop the channels in use. Four occurrences were reported to have occurred in the transplant unit. No specific info was available regarding the occurrences. No pt injury resulted from the events.